Event description:
It was reported that a temperature alarm occurred while the battery was charging. Customer reverted to an alternate method of insulin therapy. There was no impact to customer's blood glucose.